Event description:
It was reported the seat upholstery on the 9xdt wheelchair is sagging. The user indicated the damage to the upholstery may be due, in part, to an infestation of bed bugs in his house.